Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which could be reproduced when the patient moved his arms. The physician suspected that it was artifacts from the myocardium. All other electrical values were within range, so he elected not to perform any intervention. The patient was in good condition and would continue to be monitored.